Event description:
According to additional information, it was additionally reported that the patient with this device experienced dyspareunia and atrophy.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report

Event description:
As reported to coloplast, though not verified, the patient had a surgical mesh implanted. She also experienced urinary tract infection, e-ecoli, urinary track infection, change in urine flow - urinating over the leg.